Manufacturer narrative:
Product event summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert was recorded on (B)(6) 2012. Oversensing was seen. There were two episodes labeled lead failure predictor and are identified in the episodes list.

Event description:
It was reported that an alert was triggered for oversensing on the right ventricular lead. Due to the patient's heart history, the physician decided to place a new lead in the left ventricle and use it for pace/sense. The existing high volt coil of the right ventricular lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).